Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access site was obtained via the radial artery. The tight and heavily calcified target lesion was located in the right coronary artery. After a non-bsc extra support wire was crossed the lesion, pre-dilatation of a 2.0 non-bsc balloon catheter performed followed by a 3.50mmx12mm nc emerge® balloon catheter. The nc emerge® balloon catheter was inflated at 16 atmospheres with an encore inflator device and it was noted that the balloon ruptured and lost its pressure. The device was removed from the patient with no adverse effect and was replaced with another of same balloon catheter. The procedure was completed with implantation of a synergy stent. No patient complications were reported. Patient's status was good and in a stable condition.